Manufacturer narrative:
A device evaluation could not confirm the reported allegation ¿device failed to start up¿. However, as noted, a circuit board was found faulty resulting in the device alarming at start-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit failed to start up during reprocessing. During inspection of the returned device, it was found, the circuit board was faulty which resulted in an alarm at start up. There was no patient involvement.